Manufacturer narrative:
Device was received with a critical pump error alarm. Did not note any evidence of previous moisture or corrosion on the electronic assembly inside the case. Unable to upload/download due to a problem associated with the electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The device will be returned for analysis.